Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that after approx 37 months of support on the lvad, the pt experienced pump stoppages while connected to the power module. The system controller and power module pt cable were exchanged and the pump stoppages continued to occur. The hospital requested an ungrounded pt cable from the MFR for the pt's use. The pt was intubated in the cardiac care unit and reported as hemodynamically stable. Log files submitted to the MFR for analysis confirmed pump stoppages, which appeared to have occurred while connected to batteries and the power module. X-rays appeared unremarkable. Add'l info provided to the MFR indicated that a MFR's technical services team member evaluated the percutaneous lead and subsequently performed a distal end percutaneous lead replacement; however, the pump did not operate on a grounded cable. It was possibly an internal lead issue. Approx 5 days later, a second percutaneous lead replacement was requested by the hospital to eliminate the remaining exterior portion of the driveline. Upon performing the procedure, multiple pump stoppages occurred. The cut wires had to be jumped to turn the pump back on which halted the procedure to be completed. A decision was made to replace the pump. A pump exchange to another lvad was successfully completed.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
It was reported that the pump was discarded and would not be returning for evaluation; however, the replaced portions of the percutaneous leads were returned to the manufacturer for evaluation. The report of pump stoppages was confirmed based on the submitted system controller log file. Although the pump speed reductions and pump stoppages recorded in the log file could potentially be related to a percutaneous lead (lead) wire compromise, lead wire damage could not be confirmed by our evaluation of the returned portions of lead. Approximately 10¿ of the replaced portion of the original lead and approximately 35¿ of the second lead were returned for evaluation. The third lead was returned partially attached to a 6¿ portion of the original percutaneous lead. There was approximately 1¿ of the velour portion of the outer jacket with some tissue and blood present on the third lead, which indicated that a portion of the lead was internal. All of the returned portions of the leads were tested for continuity and they were found to be electrically intact. A breach in the black wire insulation was identified on the original lead approximately ¾¿ from the shrink wrap at the repair site; however, due to the proximity of the breach to the repair site, it could not be conclusively determined when or how the damage occurred. If the breach in the black wire insulation was present while the pump was supporting the patient, the exposed inner conductors of the wire could have led to the reported pump stoppages. Exposed conductors have the potential to create an electrical short to the power module ground if they come in contact with the braided shield or the copper wrapping of the wire. All of the returned portions of the leads were submerged in a saline bath for high potential (hi-pot) testing to check for current leakage through the wire insulation, and no additional areas of compromised insulation could be confirmed. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.